Manufacturer narrative:
Patient information was not made available from the site. 12/30/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. One of the site's straight suctions was damaged and would not register. Issue resolved. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, the navigation system software and mouse became unresponsive while the surgeon was navigating. In trouble-shooting, the site performed a navigation system re-boot, re-entered the fusion software and navigation was restored. The software became unresponsive a second time. A second navigation system was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the alternate navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.